Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, looked into reported issues and was unable to reproduce. Found umbilical and x-stage cover to be worn and in need of replacement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while powering on the system this morning, the site having difficulties opening the gantry door. After restarting the system, the gantry doors were able to open without issue. However, after rolling the system down the hallway, the mobile view station (mvs) monitor went dark, but the lights on the side of the monitor were illuminated. After several minutes, the mvs monitor powered back on. There was no patient involvement.